Event description:
It was reported that during a hernia procedure the staples would not close properly. Another device was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
Date sent: 08/08/2007. Info anticipated, but available at this time.